Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: the patient had 2 samples drawn at the same time. Both samples were tested, and one tube produced a result of 138 mol/l (obtained on another module), and the other tube produced a result of 181 mol/l. The samples were repeated on 3 different modules. Both samples produced results of approximately 140 mol/l for all runs. Patient 2: the initial result was 242 mol/l, and the repeated result was 161 mol/l.